Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. It was reported that the peritonitis was manifested by cloudy pd effluent. The patient was treated with vancomycin (intraperitoneally, 1.5gram, every five days) for the event. The patient was discharged sixteen days after hospitalization and had recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). In addition to the vancomycin treatment it was reported the patient was also treated with intraperitoneal ceftazidime one gram daily for six days. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Patient weight was reported to be (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.